Manufacturer narrative:
H6 reported previously no longer applies. ¿review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The patient reported feeling constant stimulation in their foot and saw the doctor who changed programs. Now, the patient only feels stimulation in the foot sometimes and with different positional movements. On (B)(6) 2020 the patient reported not being able to pair the handset and communicator, saw 'communicator not found'. Patient restarted the handset and were able to successfully pair the external devices and connect to the stimulator. They checked the communicator battery level which showed 50%. The troubleshooting steps that were taken on the call resolved the issue. On (B)(6) 2020 the patient reported not being able to charge their stimulator with the recharger and the recharger shocking them when attempting to charge. They stated the shocking sensation is coming from the metal prongs on the blue side of the recharger. The patient did not have any issues the first two times they charged their implant. The patient restarted the handset and closed all the apps. They starting to recharge and heard the pairing tones, but then felt the shock so they took the recharger off of the implant. The patient put a paper in between their skin and the recharger and started to charge. While on the phone, the stimulator battery increased from 20% to 40%. The troubleshooting steps that were taken on the call resolved the issue.